Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received. We have no further inventory of the materials/batches. We forwarded the complaint to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control.samples from remaining stock were visually and functionally analyzed. No deviations were observed. The complaint could not be confirmed.

Event description:
Customer states that on two occasions the needle disengaged from the holder and remained in the arm of the patient. They are uncertain of which lot number(s) demonstrated the issue, but provided the only lot numbers that are currently in use.